Manufacturer narrative:
The device and photo sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and no defects were observed. A pull test was performed, and no defects were observed. A visual inspection of the photo sample was observed, and the tubing separated from the two piece luer lock was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart at the adapter and backflowed. The device contained rocephin. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.